Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. The device is stuck on low reservoir alarm it cannot be cleared. The esc button is not working. Customer's blood glucose is 146 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The low reservoir alarm feature working properly. Insulin pump received with all buttons responding properly. However, slight moisture damage was found at keypad traces. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.